Event description:
The customer reported via phone call that they received a battery out limit alarm with a new battery. The customer's blood glucose was 35 mg/dl. Customer treated their blood glucose with a soda. Customer stated the alarm occurred during normal insulin pump use. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.